Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor broke and came apart when extracting from abdomen. Customer went to health practioner for assistance with removing sensor from body. Customer was advised to return the sensor and would be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor broken. Missing broken part. Customer did no return insertion needle.